Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited intermittent noise and oversensing and high out of range pacing impedance measurements greater than 2,000 ohms. The noise was observed with and without pocket manipulation. The patient was not pacemaker dependent. An invasive procedure was performed. The lead was connected to a pacing system analyzer (psa) and no noise was observed, however, when reconnected to the device after cleaning the pin and header, noise was observed. It was noted that the lead was implanted in a subclavian position, so subclavian crush was suspected, however, no anomalies were noted under fluoroscopy. The device was explanted and a new device was connected to the chronic rv lead and noise was still observed. The root cause of the observations was unable to be determined. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.